Event description:
Customer reported a false negative result with a donor and jka antigen typing performed with the ortho anti-jka lot# jab408a. Customer reports the initial testing was performed on (B)(6) 2013 where donor # (B)(6) was tested against the ortho anti-jka lot# jab408a and was reported as being negative for the jka antigen. Quality controls were confirmed to be acceptable with immucor heterozygous donors on the day of use. Customer reported an unrelated clerical error by the technologist occurred, which resulted in the repeat testing of the unit for all antigen typing and the jka typing was the only one noted to have a discrepancy with a 3+ reaction upon repeat testing. Customer indicated that the unit was tested several times between 2 open vials of the listed lot# jab408a of anti-jka and inconsistent results were noted, with reactions showing 3+, 1+ and some negative. No incorrect or erroneous results were reported as a result of the reported concern. The unit was not transfused to a patient with anti-jka. Testing was carried out by traditional tube method with a 30min incubation time. The 2 open vials of ortho jka were confirmed to have been stored according to their IFU, with normal appearance and no quality control discrepancies. Customer requested replacement of both vials of the jka antisera for an alternative lot. Customer was supplied with replacement lot of anti-jka lot# jab409a for trouble-shooting. Customer reported testing the listed donor ((B)(6)) and results were now consistently positive with lot# jab408a 1+, jab409a 2+ and an immucor anti-jka yielding a 2+ reaction. Customer also tested another donor ((B)(6)) that appeared to have weaker reactions with lot# jab408a when initially tested on (B)(6) 2013. This second donor is now reacting consistently with all lots of anti-jka (2+ with lot# jab408a and 2+ with lot# jab409a). The repeat testing was performed in parallel on (B)(6) 2013. Customer indicated their confidence that both listed donors are jka variants and this is the cause of the inconstancies. Customer reported sending the donor segments out for molecular jkb studies. No additional testing of the donor by ocd was required. Customer returned 5 vials of jab408a for assessment by ocd.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Testing of returned vials of antisera lot #jab408a was also performed. Satisfactory results were obtained. (B)(4).